Manufacturer narrative:
The patient associated with the example results was a (B)(6). Actual age and birth date were not provided by the customer. Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) replaced the reagent syringe and the three way valve. The repairs were verified per established procedures. The instrument was returned into service after the repairs. Root cause is not known but hardware repairs have resolved the issue.

Event description:
The customer reported that on (B)(6) 2011 incorrect results for multiple cartridge chemistries were generated on an unicel dxc 800 synchron system. The customer did not provide any patient data associated with this event, and hence the number of patient involved, the chemistries involved, the event date and the actual patient results involved is unknown. The customer provided an example of the erroneous results generated. The customer indicated that an initial erroneous, low total bilirubin (tbil) result was generated for a newborn. The initial tbil result was reported out of the laboratory and questioned by a physician. Upon repeat, the tbil result was higher and regarded as valid although the initial tbil result was reported from the laboratory, there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer provided instrument chemistry performance data indicated that quality control results were not performing within established specifications for many cartridge chemistries. Beckman coulter inc. Led troubleshooting revealed that the cartridge chemistry reagent syringe to t valve connection was loose. No patient information, additional system information or sample handling/collection information was provided by the customer.